Manufacturer narrative:
No definitive cause was determined. Ocd advised the customer to discontinue the use of the pipettor and replace the product. This customer has no logged any similar complaints against this analyzer since this repair, indicating that the pipettor is no longer in service.

Event description:
The customer indicated that the mts ID tipmaster pipettor was leaking fluid from the tip. Fluid drip from the pipettor can lead to carry over / cross contamination and incorrect dispense of fluid which may lead to variations in antigen / antibody ratio and possible erroneous test results. The customer detected the issue, preventing the possibility of erroneous results from being reported.